Event description:
Nellcor puritan bennett received information stating device stop cycling during patient use. No patient injury reported and no change in medical treatment due to this event.

Manufacturer narrative:
.